Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown palmaz stent but the catalog and lot numbers are not available. A copy of the publication is attached to this report. The citation is as follows: bulock, f. A. (1998). Balloon expandable stents for systemic venous pathway stenosis late after mustards operation. Heart, 79(3), 225-229. Complaint conclusion: as noted in the literature publication, bu¿lock et al balloon expandable stents for systemic venous pathway stenosis late after mustard¿s operation; heart 1998; 79:225-229; report a case in which a palmaz p308 stent displaced distally along with balloon during inflation, resulting in imperfect and unable stent deployment. The stent displacement was probably due to excessive shortening of the stent on an oversized balloon (25 mm). It was possible to deflate the balloon, which was then advanced into the stent and partially reinflated to catch it. The balloon-stent combination was then withdrawn over the guidewire to the iliac vein, where the stent was safely fully deployed. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent inaccurate placement¿, ¿stent offset/out of position - in patient¿ and ¿stent foreshortening¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with peripheral artery and transhepatic biliary stent implantation may include, but are not limited to, the following: stent migration/embolization.¿ ¿the stent may cause a thrombus, distal embolization, or may migrate from the site of the implant down the arterial lumen.¿ ¿caution: avoid overexpansion of the balloon to prevent bleeding, dissection, or patient discomfort.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in the literature publication, bu¿lock et al balloon expandable stents for systemic venous pathway stenosis late after mustard¿s operation; heart 1998; 79:225-229; report a case in which a palmaz p308 stent displaced distally along with balloon during inflation, resulting in imperfect and unable stent deployment. The stent displacement was probably due to excessive shortening of the stent on an oversized balloon (25 mm). It was possible to deflate the balloon, which was then advanced into the stent and partially reinflated to catch it. The balloon-stent combination was then withdrawn over the guidewire to the iliac vein, where the stent was safely fully deployed.